Manufacturer narrative:
The technician removed s12 hydraulic manifold valve, cleaned and reinstalled it which did not resolve the problem. He replaced the valve to repair the bed.

Event description:
The nurse manager alleged the head of the bed will not rise.